Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.